Event description:
Procedure performed: lap nissen fundoplication. Event description: the date of the patient death is unknown. During a lap nissen with the jaws of the voyant 5mm lap instrument (eb210) up in the hiatus/chest, the surgeon realized that he couldn't close the jaws. It looked like the upper jaw and pins had dislodged from the hinge on the lower jaw and hence couldn't close. The surgeon reported that he still felt that tactile response in this hand when closing and could see the inner shaft moving back and forward at the distal end, but it wasn't connected to the upper jaw anymore and so couldn't be closed. Please can we also arrange for the remaining one handpiece from the same box returned as well, as customer requires a new batch and not the same lot number. So a total of two handpieces. Additional information received via email 21.05.2021: surgeon reported that patient is in ICU currently with a perforated oesophagus, cause unknown. Additional information received via email from 03.06.2021: patient has deceased. Additional information received on june 4, 2021 via email: no I¿m sorry, but we don¿t. They are unsure as to why the device failed and if it did have any direct effect on the procedure. Type of intervention: ni. Patient status: patient has deceased.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed that the jaws were unable to close. The pin welds broke, which prevented the jaws from closing. Based on the description of the event and evaluation of the returned unit, the jaws were unable to close due to the broken pin welds on the jaw assembly. However, the exact root cause of the broken pin welds is unknown. Applied medical has reviewed the details surrounding the event and is unable to confirm whether the device breakage contributed to the patient¿s status.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of evaluation.

Event description:
Procedure performed: lap nissen fundoplication. Event description: the date of the patient death is unknown. During a lap nissen with the jaws of the voyant 5mm lap instrument (eb210) up in the hiatus/chest, the surgeon realized that he couldn't close the jaws. It looked like the upper jaw and pins had dislodged from the hinge on the lower jaw and hence couldn't close. The surgeon reported that he still felt that tactile response in this hand when closing and could see the inner shaft moving back and forward at the distal end, but it wasn't connected to the upper jaw anymore and so couldn't be closed. Please can we also arrange for the remaining one handpiece from the same box returned as well, as customer requires a new batch and not the same lot number. So a total of two handpieces. Additional information received via email 21.05.2021: surgeon reported that patient is in ICU currently with a perforated oesophagus, cause unknown. Additional information received via email from 03.06.2021: patient has deceased. Additional information received on june 4, 2021 via email: no im sorry, but we dont. They are unsure as to why the device failed and if it did have any direct effect on the procedure.